Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/27/2015 with the following findings: evaluation revealed that the pump display screen was functional: the reported issue was not duplicated. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was blank. The reporter indicated that there was no noted moisture or corrosion related to the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.